Event description:
The patient expired after the family withdrew support. After review by abiomed's medical safety officer, there is not enough information to associate outcome with the use of the device

Manufacturer narrative:
The investigation for the reported console (aic) controller error yellow alarm has been completed. The console was returned for evaluation. The issue was unable to be reproduced, however, replacement kbd assembly resolved the issue. Data logs were reviewed which showed a controller error alarm upon boot-up, preceded by error message ¿imc-kbd error: 0xa4 0x01 0x00¿. Issue did not reproduce upon consecutive boot-up(s). The cause of the aic issue was most likely a defective kbd assembly. B5-added medical safety officer review. In accordance with updated procedures, sections d2 and h10 have been revised from the initial submission.

Event description:
The user facility reported a 59-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The patient had an impella cp and extracorporeal membrane oxygenation (ECMO) support ongoing when the console alarmed yellow for a controller failure. The automated impella controller (aic) was replaced with the backup controller and support proceeded without harm or injury from the interruption in support.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.